Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, echocardiography was performed and it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, an additional mitraclip procedure was performed to stabilize the slda. One clip was implanted, reducing mr to a grade of 2. No additional information was provided.